Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in noise reversion and automatic mode switch episodes. No interventions were made. The patient had no adverse consequences.